Manufacturer narrative:
(B)(4). Baxter's quality engineer from (B)(4) confirmed a cracked male luer of an extension set which was noticed during a visual inspection. The cause of this reported condition is unknown. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
During evaluation by baxter's quality engineer a cracked male luer was discovered. This unit was received from a customer with solution in it and a piece of the male luer lock of the set was inserted in a flolink luer. There was no patient injury or medical intervention involved. No additional information is available.